Manufacturer narrative:
(B)(4). Estimated date of occurrence as it was reported that two weeks after the promus stents were implanted on (B)(6) 2011, the patient developed a rash.

Event description:
It was reported that the patient had had several stents implanted previously; one in 2002, an uncertain amount in 2008, and a total of six promus stents in 2011. On (B)(6) 2011, two promus stents were implanted in the patient. An unspecified promus stent was implanted in the left anterior descending artery and a 3.0 x 15 mm promus stent was implanted in the right coronary artery. Two weeks after the stents were implanted, the patient developed a rash suspected to be caused by the promus stents. The rash was described as a pruritic rash on the trunk and proximal arms, with less involvement on the back and the lower extremities. The patient had been on simvastatin and this was discontinued due to suspicion that it may be responsible for the rash. The patient had four skin biopsies done on (B)(6) of 2011, which showed a (B)(6) and (B)(6), most compatible with a lichenoid drug eruption. The patient had been on desoximetasone cream, but this was discontinued and the patient was started on prednisone 40 mg daily on (B)(6) 2011, reduced to 20 mg after the first five days, with a further planned reduction on (B)(6) 2011. The patient has been told that if any further symptoms of coronary insufficiency develop, further stenting is not possible and that coronary artery bypass grafting (CABG) would be needed. The patient had previously declined CABG. The patient has no history of skin cancer, melanoma, suspicious moles, eczema, psoriasis or other major skin disease. The patient is to resume the desoximetasone cream 0.25% twice daily to the rash and complete the prednisone course.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. If the rash recurs after stopping the prednisone, it may be necessary to discontinue the patients current aspirin or plavix regime. Though requested, no additional information was provided. The five additional promus stents are being filed under separate medwatch MFR numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. Hypersensitivity (allergic reactions) is a known adverse event as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.